Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during implant, crosstalk was observed on the implantable cardioverter defibrillator (ICD). An atrial pacing deflection could be seen on the ventricular sense channel on electrocardiogram (egm). The ICD was exchanged for another ICD. The patient was stable.

Manufacturer narrative:
The reported field event of deflection of the v-sense amp during atrial pacing was confirmed in the device image. The device was tested on the bench and no anomalies was found.